Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the device displayed an error message (sf188) related to the safety assert signal test. Visual inspection of the pneumatic block revealed the flow control electrovalve cable on the sensor circuit board was disconnected. Cable was correctly assembled to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and displayed a red screen when powered on. The device was not in patient use when the reported event occurred.